Event description:
Patient presented with angulated proximal neck approximately 90 degrees (off-label) and pulmonary disease. Implant of a 28-16-140bl bifurcated device and a 34-34-80le proximal extension. The left renal came off right at the angle of the proximal neck making it difficult for the physician to place the extension. The extension was placed as close to the renals as possible; attempted implant of a palmaz stent to reinforce the extension, but due to the angulation could not get seal. The patient was converted to open repair and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) patient underwent endovascular treatment due to pulmonary disease. Use of device with aortic neck angulation greater than or equal to 60 degrees is off-label per indications for use.